Event description:
The tech alleged that the bed will not go into trendelenburg function. No pt impact.

Manufacturer narrative:
The tech adjusted the trendelenburg engagement switch to resolve the issue.